Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01del-sys, expiration date: 28-nov-2019, serial#: (B)(4), UDI #: (B)(4), mfg date: 30-may-2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion, pleural effusion, and pericardial tamponade following the implant of a leadless implantable pulse generator (ipg). The patient was resuscitated for twenty minutes, and a pericardial drain was performed. The patient also experienced epileptic seizures, tachycardia, and pulmonary edema. The patient's condition worsened despite drug therapy, and they later died in cerebral spasm with septic thrust in urinary tract infection and suspected aspiration pneumonia. The cause of death was noted as multiple organ failure due to septic shock. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry clinical study.